Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The used pak was visually inspected. The infusion chamber on the pinch plate cracked. The infusion chamber was broken off from the pinch plate to further inspect for any welding anomalies along the welding profile. Insufficient welding between the infusion chamber and the pinch plate caused the initial calibration failure and generated a system message code. Test on the sample was not performed to avoid the console being broken. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The root cause of the customer's complaint is due to an inadequate weld between the infusion chamber and pinch plate. The source of this defect is related to an error in the welding process during manufacturing. After an investigation of this complaint, it has determined that no further actions will be pursued at this time. Each final cassette assembly is 100% leak and flow tested to mitigate this type of event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that upon inserting cassette into the equipment and starting testing, it was found that hartmann's solution leaking during the calibration step of surgery. The surgery was completed by replacing the cassette. The type of surgery was unknown. There was no patient impact. Additional information requested and received that the type of surgery was cataract [with intraocular lens (iol) implant] surgery.